Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on (B)(6) 2016 regarding a patient who was implanted with a neurostimulator for non-malignant pain and other non-malignant pain. It was reported there was shocking. The patient noted that the implantable neurostimulator (ins) was turned off, but he still felt it was on and the "area was numb." The numbness was still there when the ins was off and it was shocking him when he touched the area or when he touched his hair or face. It he put his hand on his face or hair, it shocked him. It shocked him when the ins was on or off. No trauma or falls were reported regarding this issue. The patient checked his ins with the pp and the pp showed that stimulation was off. Additional information received from a manufacturer's representative (rep) on (B)(6) 2016 reported the patient had his ins turned off for 2 weeks and continued to feel jolting sensations on the left side of his face and nerves. It was noted that the patient felt more when he touched his nose and eyes. It was noted that the patient's leads were implanted on the left side of his face and the ins was for facial pain. Electrode impedances were tested at 0.25 v and all contact pairs were within normal limits around 1,200 ohms except for 3/6 which were greater than 4,000 ohms. It was noted that the rep did not check therapy impedance. The rep reported that the patient was programmed: left: 0-1-4+6-7- 0.9v/1000pw/65hz right: 0.8v/1000pw/65hz. Additional information received from a healthcare provider (hcp) via the rep on (B)(6) 2016 reported that the patient's physician suspected that the patient's trigeminal neuralgia had gotten worse, causing the facial shocking sensation. It was noted that the jolting had not been resolved but it was determined that the spinal cord stimulation (scs) system was not the cause.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.